Event description:
It was reported the patient experienced "pain and shocking" at the ipg site with stimulation on. X-rays were done and did not show any lead disconnect or fracture. The patient has turned off his scs system for now and is not planning any surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.